Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3571 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter has presented rupture inside the hub. It was required a new PICC insertion. No other information was provided.